Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy surgical procedure, the large hem o lok clip applier instrument did not respond as expected. The user completed the procedure and no known impact or patient consequence was reported.